Event description:
The cast cutter was sent for evaluation due to causing a superficial burn to a patient's foot during a cast removal. There was no medical treatment needed as a result of the event. The user facility reported that the patient is fine.

Manufacturer narrative:
It was noted during failure analysis that the blade returned with the device was warped. It was recommended that the blade be replaced.